Event description:
The complainant alleged that during routine testing by a biomed the paddles caused a "poor pad contact" message to appear on the device screen. The complainant indicated there was no pt involvement with this reported malfunction.